Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. During pre-testing it was observed that the device had a cracked pressure gauge, a damaged lock know, and the muffler could not be inserted properly. Therefore, the device was received in a condition that made the evaluation impossible. Reliability engineering determined the cause of the damage to the device was due to usage / wear over time and mishandling at the customer site. The reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that a foot control device was "leaking oil". It was unknown to the reporter if the reported condition occurred during a surgical procedure, if a spare device was available, or if there were any delays in surgery. The exact date of the event was unknown. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.